Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that at the operation check, we confirmed that the water temperature did not drop at all when we let the system run at the 4°c setting. As per wo feedback received on 31-oct-2023. It was reported that the drain tube failure. Drain tube replacement was confirmed by the tech to be unrelated to the cooling problem.

Event description:
It was reported that the arctic sun device at the operation check, confirmed that the water temperature did not drop at all when the system ran at 4°c setting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.